Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual observation noted that the circular seal was cut. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the cut seal. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. Based on the product analysis, the failure was confirmed to be attributed to the reported event. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a procedure in the abdomen, the trocar leaked gas both with a stapler inserted and without any instruments inserted. The leak was very audible. The physician used a new trocar cap and they found the seal of the trocar had been ripped. There was no injury to the patient.

Manufacturer narrative:
(B)(4).